Event description:
The customer reported that the 27-gauge needles are supposed to lock onto the syringes and they don¿t lock. They keep spinning when they put them onto the syringe. Per additional information received on 18mar2022, there wasn¿t any harm done. They used a different needle they had purchased previously and there were no problems.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the parts are inspected for damaged components and leakage in fluid pathway. The reported lot met all defined acceptance requirements and was released. 396 unused sample were received for evaluation. The samples were visually inspected and functionally tested however the reported condition could not be confirmed therefore there is insufficient information to determine the root cause. Furthermore there were no anomalies found during a review of the dhrs, maintenance records or process monitoring data and there was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action is not required at this time. This complaint will be used for tracking and trending purposes.